Manufacturer narrative:
The reported event valve leaflet not opening completely could not be confirmed. No anomalies were found with the valve leaflets, and functional testing at the time of manufacturing and upon return to abbott indicated the valve functioned normally. This test ensures proper leaflet coaptation and hemodynamic performance. Information from the field indicated that the leaflet showed limited movement after implantation when a water injection test was performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 21mm sjm regent heart valve with flex cuff (lot: 7804030) was chosen for implant. After the device was implanted, a water injection test was performed and showed limited flap movement. It was noticed that the valve could not open completely. The device was then explanted and replaced with a new 21mm sjm regent heart valve with flex cuff. The patient was reported as stable and normal. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.